Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the needle tube was damaged and fell out of the body due to the needle tube coming off the suction port. Due to the strict angle of the endoscope, the sliding resistance of the needle tube increased and the operation became heavy. Since the needle slider was pulled strongly to pull in the needle tube, it was more resistant to the needle tube fixing part of the suction port. The event can be prevented by following the instructions for use (IFU) which state: "do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument. Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During device evaluation at olympus, it was found that there was no deformation or bending in the insertion part. The device was returned with the needle tube removed. Upon inspection, the needle tube was pulled out from the adhesive part between the suction port and the needle tube. The adhesion between the needle tube and suction port was appropriate. There were no other abnormalities that could have led to the event. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the single use aspiration needle broke off in the handle during the procedure. The needle could not be removed without harming the patient or scope. There was no reported patient harm or impact due to this event.